Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The following fields have been populated: d8. Correction to g3 of the initial medwatch. The aware date should be 31-jul-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the customer's complaint and found a worn out main switch. The device was returned to the customer unrepaired. At least 8 years have passed since the subject device was manufactured. Based on the results of the investigation, it is likely the switch broken down due to deterioration causes by long-term repeated use.

Event description:
The customer contacted olympus to report the device was not powering on. There was no report of patient involvement.